Manufacturer narrative:
The crep2 reagent lot was 706163 with an expiration date of 31-oct-2023. The ldlc3 reagent lot was 658154 with an expiration date of 31-jul-2024. The hdlc4 reagent lot and expiration date were requested but not provided. The field service engineer determined too high cell detergent levels and performed adjustments. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with multiple assays on a cobas 6000 c501 module. Patient sample 1, tested with the crep2 (creatinine plus ver.2) assay: the sample initially resulted in a crep2 value of 2.90 mg/dl and repeated as 0.76 mg/dl. Patient sample 2, tested with the crep2 (creatinine plus ver.2) assay: the sample initially resulted in a crep2 value of 0.58 mg/dl and repeated as 1.92 mg/dl. Patient sample 3, tested with the ldlc3 (ldl-cholesterol gen.3) assay: the sample initially resulted in an ldlc3 value of 42 mg/dl and repeated as 154 mg/dl. Patient sample 4, tested with the hdlc4 (hdl-cholesterol gen.4) assay: the sample initially resulted in an hdlc4 value of 146 mg/dl and repeated as 46 mg/dl. No questionable results were reported outside of the laboratory.